Event description:
It was reported that the doctor revised pt's right hip due to altr. Additional info from the pt: the pt reported extensive swelling and bruising in the hip area. He recently had an MRI and blood work completed. His blood tests indicated severely elevated cobalt and chromium levels. He states that he has never been pain free since the initial implant and often has to take pain pills for relief. The pt just had a revision surgery on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info including some x-rays and medical records has been received. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 2249697-2012-02106.